Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10. The microsensor basic kit was returned for evaluation: failure analysis - the issue of the complaint was not confirmed: no visible damage to the millar sensor, catheter material, or connector. The icp express passed with reading 523. The device passed electronic, noise, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of issue reported by customer could be determined as excessive pressure applied to product.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor basic kit was implanted in a patient and did not display intracranial pressure values. It was not known what icp monitor was used. It was unknown when the issue was discovered. It was unknown how the procedure was completed. No adverse consequences to the patient were observed. No further information was provided.